Event description:
The event was observed during reprocessing. There were no error messages observed as a result of the failure. It is unknown if other devices were connected to the subject device when the failure occurred. The device was inspected before use per the instructions manual, and it was found that the lens was intact. The intended procedure is unknown, but it was not prolonged. There was no patient harm. The procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information that was received about the event. Section b5 was updated.

Event description:
The customer reported to olympus, the high definition camera head had an image problem, and the lens was missing. It is unknown when the issues were found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was a damaged seal on the connector, a smashed connector tip, and that the lens was missing due to a damaged charge coupled device unit (ccd). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.